Event description:
It was reported that impedance was measured at >40,000 ohms at 3v. There were noted impedance issues with the lead. It was further noted there was adequate coverage up until the last month prior to this report. It was noted the coverage was "spacy." Stimulation was increased to 10v and no stimulation was felt. It was noted that contacts 0 and 4 were removed from programming and the patient felt stimulation at 0.9v. There were no falls or trauma. Additional information received reported that the patient had reprogramming and was receiving "good" coverage for the patient's pain pattern.

Manufacturer narrative:
Continuation: product ID 3998, lot# v474801, implanted: (B)(6) 2013: product type lead; product ID 37746, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(6): product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).